Event description:
It was reported to boston scientific corporation that an obtryx® transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, as a result of the implant, the patient suffered pain, sustained permanent injury, permanent physical deformity and has undergone and will undergo corrective surgery or surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.